Event description:
It was reported that the ilet user experienced persistent hyperglycemia while staying with a family member, reached a glucose of 401 mg/dl, received a ghost meal announcement as a correction, disconnected from the ilet, and then received external fast-acting subcutaneous insulin. Later inspection noted a bent cannula, and the event involved user interaction with the system¿s user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to using meal announcements to correct elevated blood glucose, and user interface involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.